Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient's representative reported "the patient has developed ¿ a deformation of the right breast ¿¿..diagnosed with a rupture of the right device....capsular contracture. Device advised to be explanted. This relates to right side.